Event description:
(B)(4). I had essure placed at the begin of (B)(6) and the first issue I had was piercing pain in the pelvic area. When I sat down it felt like the coils where poking me. I went to the doctor and they told me it was normal. The pain did not stop for 2-3 years. I don't currently feel the coils poking me. The second issue is I constantly spot and bleed throughout the month. That started in 2011 and continues to date ((B)(6) 2015). Next, I have severe pain on both sides where my ovaries are and the pain is constant. Gets much work as my period gets closer. I have had severe swelling/bloating in my stomach-looks like I am pregnant. This has been continuous since the placement. Again, I went to the doctor and they told me that everything was ok. For the past 4 years I have experienced extreme fatigue - I am always tired, can't do things that I could before and I am not the same person I was before placement. My sex drive completely went away once I had the essure placed - doctors have checked my blood work and tell me everything is normal. For the past 12 months I have been loosing my hair in large amounts. Pretty soon, I will probably be bald, unless I get these coils removed.